Event description:
Midmark received a complaint noting that a dental procedure light had fallen. No additional information of injury, patient, or employee involvement has been provided. Due to previous reporting of this or similar light falling events, midmark complied to report this instance.

Manufacturer narrative:
At customers decision, service was completed and procedure light was noted to function as intended.